Event description:
Procedure type: bariatric procedure. According to the reporter: lens broke. Pieces fell into the patient cavity but they were immediately retrieved. No extension of surgery time by more than 30 min., no blood loss of more than 250 cc, no unanticipated loss or irreversible damage to vascular tissue. A new device was used, same product code, with no problems.

Manufacturer narrative:
(B)(4).